Event description:
A voluntary medwatch was rec'd in baxter corp prod surveillance reporting: syringe pump programmed to run lipids at 0.2ml/hr. Syringe changed out and new lipids to run at the same rate over 24 hrs. Approx 85 mins later, the pump alarm went off. At this time the syringe that had 4.2 ml of lipids was now empty. Contact was made with the facility by a baxter rep on july 24, 2008, and it was reported that the infusion of lipids was stopped immediately upon finding that the syringe had emptied. The pt's triglycerides were elevated for a day, after which they returned to normal. The lipids infusion was postponed until the pt's triglycerides returned to normal. It was also reported that the device had been evaluated on site by the user facility's bio-medical personnel and the device was found to be within spec.

Manufacturer narrative:
The pump involved in this incident has since been evaluated by the user facility and has been found to be within spec. It is the policy of the customer that devices may not be removed from the facility for eval. Therefore, the device was not evaluated by a baxter rep and the malfunction cannot be confirmed.